Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Device evaluation: the lens was returned in liquid, in a lens vial within a ziploc bag. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens, -13.5 diopter, into the patient's left (os) eye on (B)(6) 2019. On (B)(6) 2019 the surgeon exchanged the lens with a shorter lens due to excessive vault and blurred vision. The problem was resolved. The cause of the event is reported as unknown.